Event description:
I had a breast augmentation due to permanent fat loss and to replace breast tissue. I was unaware of the serious harmful effects that breast implants incur. I have experienced nauseousness, profuse sweating, high blood pressure, chest pain, allergic reactions to almost everything, and chronic fatigue to name a few symptoms. I am always bloated, which is the body's defense against a foreign invader. I am unable to take a full breath. Weird for months without being able to breathe right. I manage my symptoms and don't use any drugs. I have been debilitated from my farm, career, and everything I previously enjoyed. I am explanting and advising mentor corporation that the first implant inserted was broken and I was left under longer than needed. The surgery was performed at (B)(6) medicine, (B)(6), plastic on (B)(6) 2014. I had the brunt of terrible symptoms starting in (B)(6) of 2015, causing me to quit running school. I will be happy to provide documentation of my health before and after having implants. I was in perfect health previous to the implants. I have had severe allergic reaction to materials that I use regularly and been unconscious. Thank you. Serious allergic response. FDA safety report ID# (B)(4).